Event description:
During the procedure, the perfusionist noticed that the water circulating through the csc14 cardioplegia unit had a pink tinge. The surgeon stated that no add'l cardioplegia was required for the case and therefore, the unit was not changed out. There were no reported adverse effects to the pt.

Manufacturer narrative:
The csc14 is manufactured by int'l affiliate, and is a component of the custom perfusion pack manufactured by sorin group USA, inc. The custom perfusion pack, catalog number 088118600, is pre-amendment device. One csc14 cardioplegia set was returned to sorin group USA, inc. For eval. A visual inspection did not reveal any obvious defects. The residual blood seen in the device appeared clotted. Leak testing was performed on the device at various temperatures and pressures challenging both the blood side and water side of the heat exchanger. No leaks were identified. The unit was returned to sorin group italia for further eval. A follow-up report will be filed with int'l affiliate's findings.